Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urge incontinence and nonsurgical interventions.